Event description:
It was reported that, five years after a tka had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to address the issue: the post of legion ps high flex xlpe sz 5-6 11mm insert is noticeably worn in several places. The patient outcome is unknown.

Manufacturer narrative:
It was reported that, five years after a tka had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to address the issue: the post of legion ps high flex xlpe sz 5-6 11mm insert is noticeably worn in several places. The patient outcome is unknown. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows severe gouges on the edges of one side of the articulating surface of the insert. Our investigation including a review of the manufacturing records for the listed batch did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Higher rates of wear maybe initiated by particles of cement, metal or other debris which can cause abrasion of the articulating surface. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.